Event description:
It was reported that the post-operative note indicated that an implantable neurostimulator (ins) malfunctioned and was explanted on (B)(6) 2011. It was reported that the cause of the revision was related to device / therapy issue. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3889-28, lot# j0537762v, implanted: (B)(6) 2006, product type: lead. (B)(4).